Manufacturer narrative:
Patient identifier: requested, not provided due to hospital policy. Age or date of birth: requested, not provided due to hospital policy. Sex: requested, not provided due to hospital policy. Weight: requested, not provided due to hospital policy. Ethnicity: requested, not provided. Race: requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: it was reported that the angio-seal was unpacked on a flat surface, however, the locator had already been kinked and was unable to be inserted into the insertion sheath. The device was not used, and another angio-seal device was used to continue the procedure. Hemostasis was successfully achieved by the second device. The procedure before deploying the device was acute ischemic stroke (ais) procedure. It is unknown whether a pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. The puncture site and the vessel diameter are unknown. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint could not be confirmed. The exact root cause was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).